Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
(B)(4). Event occured in spain. It was reported that, the patient faced three infusion set's kinked cannua events on (B)(6) 2025. Event took place within 3 hours of insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available